Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Proglide (part #12673-03; lot #unk), will be filed under a separate medwatch MFR number. Date of event: the customer reported on (B)(6), 2010 that the event occurred approximately 1.5 months ago. (B)(6), 2010 is an estimated date for the event.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to place sutures for post-procedure arteriotomy closure using the preclose technique in both the right and the left femoral arteries prior to an interventional procedure (aortic abdominal aneurysm/endograft). Reportedly, when the needle plunger was removed a suture retrieval issue occurred (either no sutures present or only one suture was present). The device was removed and another proglide device was placed with the same results. Hemostasis was achieved at the end of the interventional procedure using the pre-placed sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.